Event description:
Product analysis completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = yes condition. The battery voltage was measured at 2.748 volts, and the memory locations on the generator indicated that 79.356% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The ¿vboost¿ compliance voltage condition is not considered a device failure, but an expected event due to the pulse generator remaining ¿on¿ while the impedance value is high. The data dump was reviewed, and it was noted that the device went from normal impedance to high impedance on 3/21/21. This is already captured in the file. Other than the noted event (¿vboost¿ compliance voltage), there were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Information received noting that the patient underwent surgery and only had their devices explanted and did not go through with a full revision as per the patient's mother there was no difference in the patient's seizure control with a working device and a non-working device. The explanted products have not been received by product analysis to date.

Event description:
Product analysis was completed on the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The overall appearance of the returned lead portion is consistent with patient manipulation of the implanted device, a ¿twiddler¿. Wo coil breaks were identified in the positive coil. One at the end of the electrode bifurcation and a second past the end of the electrode bifurcation. Further examination of the coil broken ends show appearance suggesting that a stress-induced fracture has occurred at the break located at the end of the electrode bifurcation. Also, appearance suggesting that pitting and/or electro-etching condition have occurred at the break locations. Due to metal dissolution and/or surface contamination the fracture mechanism of other ends cannot be ascertained. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Patient has been referred for a full revision due to having a lead fracture. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental report #1 inadvertently left out relevant information d9 device available for evaluation, corrected data: supplemental report #1 inadvertently left blank h3 device evaluated by MFR, corrected data: supplemental report #1 inadvertently left blank

Event description:
The explanted generator and lead were received but product analysis is still underway.